Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "unit has no audio tones during post and humidity level cannot be changed". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. The speaker was noted to not be working. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), air flow, and a 382-10 conchasmart column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests and was functioning in real time. When an attempt was made to adjust the humidity gradient, the buttons did not illuminate or function. The unit was opened and it was found that the main power harness was discolored at one input. The harness was replaced with a known good lab inventory harness. This time when the unit navigated the p.o.s.t. Test, the speaker functioned properly. The functional bench test was repeated and this time, the humidity lights were illuminating and fully functioning. The complaint has been confirmed. The investigation revealed a defective power harness. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. It is possible that the unit encountered higher stresses than normal causing the harness to fail prematurely. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "unit has no audio tones during post and humidity level cannot be changed". No patient involvement reported.